Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator went vent inop and alarmed during testing due to a pressure sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The facility biomedical engineer reported the vent inop was not duplicated during further testing. The biomedical engineer reported extended self testing was performed and the reported problem did not recur.